Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. Additional information was provided, which indicated an unspecified cartridge was used with an unspecified handpiece. The viscoelastic indicated is not qualified for use with the iol and with any cartridge combination. Not enough information was provided to conduct a review on the cartridge lot. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was received. (B)(4).

Event description:
A technician reported that following an intraocular lens (iol) implant procedure, the iol was noticed to be dislocated. One week later, the iol was exchanged for an anterior chamber lens. Additional information was provided by the consumer, who reported that he was seeing black dots after the first surgery. The capsule was not able to hold the lens properly and the lens was exchanged one week later. Additional information was provided by the technician, who reported that the event resolved with the iol exchange. The technician was not aware of the patient having issues after the iol was exchanged. She will follow up with the consumer to gather more information. There are two medical device reports associated with this patient. This report is for the first iol implanted.

Manufacturer narrative:
Evaluation summary: the lens was returned in a specimen cup. Solution and fibers are dried on the lens. The optic has a scratch mark. The lens dimensions are acceptable using an approved template. No abnormalities observed. Product history records were reviewed and the documentation indicated the product met release criteria. Root cause: the lens dimensions are acceptable using an approved template (plan view). No problem was found which might be contributory to the reported event of lens dislocated. A scratch was observed. Due to the presence of surgical solution and the information the lens was explanted, the scratch is most likely related to customer handling. (B)(4).